Manufacturer narrative:
H11: manufacturing review: the device history records have been reviewed, and this lot met all release criteria. Investigation summary: the sample was not returned for evaluation. Two electronic photos were provided and reviewed. The photo shows the complete view of trocar along other component in the unsealed kit. Trocar was noted to be deformed and curved. The curved part is noted from near handle. Therefore, the investigation is confirmed for the reported deformation issue. The definitive root cause could not be determined based upon available information. Labelling review: as the reported event did not allege a labeling or use related issue, a labeling review is not required. G3, h6 (device, method, result, conclusion) section a through f ¿ the information provide by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
On (B)(6) 2025, the patient underwent a port placement procedure via right internal jugular vein at right side of the seventh thoracic vertebra using MRI powerport isp. Prior to a port placement procedure, the dilator sheath was allegedly found bent and unusable upon opening the packaging. There was no patient contact.

Event description:
On (B)(6) 2025, the patient underwent a port placement procedure via right internal jugular vein at right side of the seventh thoracic vertebra using MRI powerport isp. Prior to a port placement procedure, the dilator sheath was allegedly found bent and unusable upon opening the packaging. There was no patient contact.

Manufacturer narrative:
H11: as the lot number for the device was provided, a review of the device history records was performed. The device has not been returned to the manufacturer for evaluation. However, photos were provided for review. The investigation of the reported event is currently underway. Section a through f ¿ the information provide by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.